Manufacturer narrative:
Batch review performed on 01 july 2024: lot 2335056: (B)(4) items manufactured and released on 05-dec-2023. Expiration date: 2028-11-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review. Additional implant revised: batch review performed on 01 july 2024 on reverse shoulder system 04.01.0170. Glenosphere 39xø24.5 (k170452) lot. 2205799. Lot 2205799: (B)(4) items manufactured and released on 13-june-2022. Expiration date: 2027-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review.

Event description:
At about 1 month after the primary, the patient came in reporting pain due to a dislocation of the liner from the glenosphere and the cause is unknown. The surgeon revised all components with competitor components. The surgery was completed successfully.